Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the customer that during a vaginal hysterectomy procedure, the handle made a crunching noise and the device fired malformed staples. Another device was used to complete the procedure. There was no pt consequence.